Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 34 mg/dl. The cause of the low bg was unknown. Subsequently, customer was hospitalized in the intensive care unit. Customer administered glucose spray in an attempt to treat bg level. Customer was observed once hospitalized, however, no additional information regarding treatment was provided. Reportedly, the customer was released on 5/5/21 with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support, or to upload pump data for review.